Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Information received by medtronic indicated that the button at the bottom of insulin pump was not responding and received pump error alarm. Customer stated that the meter was not working, they could not rewind the insulin pump and also had a blank display. Customer was assisted with troubleshooting the display returned after insulin pump restart. Customer stated that the insulin pump was neither dropped nor exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.